Manufacturer narrative:
Unknown/asked but unavailable. Date of event: unknown as information was not provided. Not applicable as the iol was not implanted. Not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) misfired and the lens was distorted. The injector touched the patient and there was no patient injury. Surgeon used another dfr00v 21.0 diopter lens to complete the procedure without incident. There was no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. There are no issues with the patient. No further information is available.

Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes . Section d-9: date returned to manufacturer: 30-nov-2021. Section h-3: device returned to manufacturer: yes. Device evaluation: no suspect lens was received as part of the return: therefore, no product evaluation could be performed on the lens. Visual inspection, of the handpiece, under magnification revealed trace amounts of viscoelastic residue inside of the cartridge, and that the plunger rod was observed to be damaged. The handpiece was disassembled, and the assembly was inspected, presenting with no issues. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.